Event description:
A hospital in (B)(6) reported via our distributor that they noticed damage to the water feedset of two mr290 autofeed humidification chambers where the tubing connects to the chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one of the two complaint mr290 chambers was returned; the other chamber had been discarded by the hospital. The chamber was visually inspected for damage. Results: visual inspection revealed a break at the connection between the water feedset tube and the chamber dome. The surface at the break was rough. A lot check revealed no other complaints of this nature for lot number 110527. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome, rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).